Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: mentor textured saline breast prosthesis was removed for unknown reasons. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age/ethnicity who underwent a primary breast reconstruction procedure with an unspecified mentor textured saline breast prosthesis following an intraductal carcinoma with microinvasion of the left breast on (B)(6) 1993 underwent explantation of the device on (B)(6) 2011. The device was discarded after explantation. On (B)(6) 2011, the patient underwent revision with allergan textured gel implants for unknown reason. In 2016, the patient developed increase of the left breast with effusion on unknown date. On (B)(6) 2016, the patient underwent explantation. The sample was analyzed, and the patient was diagnosed with cd30+, alk- alcl. Per the initial reporter, this case was confirmed by the lymphopath network. The patient was implanted with allergan implants at time of diagnosis. No operative note, pathology report, cytological evaluation or oncologist report was provided thus far. It is unclear if the patient had tissue expanders prior to implantation with the mentor saline device and patient's complete implant history is unknown. Follow up is in progress. Should additional information become available, this case will be re-assessed and notes will be updated.